Event description:
The customer reported that while positioning the vasoseal es temporary arteriotomy locator, and lining up the green marker band with the skin surface, customer noted that the j segment was protruding from the puncture site. The detached j segment and the temporary arteriotomy locator were removed from the puncture site, and manual compression was held to achieve hemostasis. No complications were reported.